Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the patient had bumped the implantable cardioverter defibrillator (ICD) and developed a hematoma which resulted in the skin opening next to the ICD. This skin would not heal and resulted in an infection. The physician explanted the whole system on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was infection. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.